Event description:
Boston scientific received information that out of range pacing impedance measurements were noted on this right ventricular (rv) lead. The device was reprogrammed. At this time the system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Additional information received noted that this patient presented with ongoing out of range pacing impedances measurements and complaints of dizziness after the last reprogramming of the device to aai mode. A possible rv lead fracture was suspected, and a possible lead revision will be performed. No adverse patient effects were reported.

Event description:
Additional information noted that a revision took place and an rv lead fracture was confirmed and a new lead was implanted. The device was also explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the visual inspection noted a hole in the rv ring sealplug and a hole in the atrial ring sealplug. All setscrews moved freely, and the lead seal witness indicated that the leads were fully inserted. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.